Event description:
The pt's attorney has alleged a deficiency against the device. Additional info has been requested.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states: "pelvisofttm biomesh should be stored at room temperature. Store unopened grafts at 2 degrees celsius - 38 degrees celsius (36 - 100 degrees fahrenheit), and away from direct heat source. The expiration date for the pelvisofttm biomesh is recorded on the shipping sleeve and the inner pouch label. The dispensing service or end user must maintain the tissue under appropriate storage conditions. Do not use the tissue past the date of expiration indicated on the shipping sleeve. Each implant has been sterilized by gamma irradiation and should not be resterilized, nor exposed to ethylene oxide or steam. Pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. When handling pelvisofttm biomesh, use sterile gloves or sterile, non-toothed forceps to remove the tissue from the dish." (B)(4).